Event description:
It was reported that the patient's recharger antenna is broken. An email was sent to the repair department to replace the device. Information was received from a manufacturer's representative regarding an external equipment. The reason for call was medtronic representative reported the patient's insr is taking a long time to charge. Patient representative did not have serial number for dtc and stated the dtc still working but is slow. Agent attempted to call pt for more information but pt did not pick up. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) sent them a picture of their recharger (insr), and the black desktop charger cord that charges the insr is broken at the end and will not charge the insr. A replacement desktop charger was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient's recharging device was damaged at the connection portion. The cord was damaged and would not plug in correctly. If patient could plug it in and find connection, the connection was intermittent and would lead to slow charging speeds. Cs was not able to speak with the patient, however speaking with them we determined a replacement component was the best course of action. The issue has been resolved. With the new charging component, the patient is recharging their battery much quicker and utilizing their therapy. The patient is consulting with their physician to have their battery replaced soon. The patient has make the physician aware of his circumstances however medtronic has not spoke to the physician about the replacement of recharger because the patient is happy and utilizing his therapy. Additional information was received from a manufacturer representative (rep). It was reported that the need for replacement was due to eri. The patient (pt) has consulted with the physician, however the date for the replacement has not been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.